Event description:
It was reported, the patient had been in the hospital for 30 days due to a return of symptoms. The patient had lost 30 pounds. It was noted, the patient¿s mother had turned the implantable neurostimulator (ins) up to the ¿max.¿ in (B)(6) 2015 and the doctor indicated that turning the ins up might deplete the battery more quickly. The reporter wanted to have the ins looked to see if it had indeed depleted completely. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).